Event description:
Nail used during surgery was defective. Nail was implanted into the patient, after realizing it was defective the nail was explanted and a new nail was implanted. FDA safety report ID# (B)(4).